Manufacturer narrative:
Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device charge circuit was inactive and an alert triggered. The patient had been lost to follow-up and the device was at end of service (eos). The device was explanted and replaced. No patient complications have been reported as a result of this event.